Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able retract and extend by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: the adverse event was checked under b1 section and required intervention to prevent permanent impairment/damage (devices) was checked under b2 section.

Event description:
It was reported that the patient presented with a right atrial lead (ra) that was dislodged as confirmed via x-ray. The ra lead also exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.